Manufacturer narrative:
D4: serial number; (B)(6). D4: primary UDI number; (B)(4). Device evaluation: one device was received for device analysis. Service history review identified the complaint was not related to a previous service of the device within the review period. Functional testing and visual inspection performed during analysis. The customer reported complaint was confirmed. The probable root cause is due to downstream occlusion(dso) sensor failure. The dso sensor was replaced.

Manufacturer narrative:
H3/h6: investigation including root cause analysis is in progress. A supplemental MDR will be filled as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported that the pump had an error code 41622. There was no patient involvement.